Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not working well. The patient underwent a battery explant procedure. The explanted device will not be returned.